Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis), bowel (e.g., ileus, transient ischemia, infarction, necrosis), infection (e .g ., aneurysm, device or access sites), reoperation. Since it is unknown which device is directly implicated in this complaint, tgm262620j / 28159570 / UDI-di (B)(4) will be included on this report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, a patient underwent endovascular treatment of a thorac-abdominal dissecting aortic aneurysm using two gore® tag® conformable thoracic stent graft with active control system (ctagac) devices with abdominal debranch technique. The patient tolerated the procedure. On (B)(6) 2024, a paraparesis occurred. The physician decided to monitor it. On unknown date, but few days later, an inflammatory response level in the blood increased, and bacteria contained in the stool and other substance was detected. A partial intestinal resection was planned. The bacteria was detected as a result of intestinal necrosis, and device infection was not suspected at all. On (B)(6) 2024, the partial intestinal resection was performed. The physician stated that the longer treatment time may have been one of the factor. Regarding the partial intestinal resection, the intestine may have rotted because blood flow in the inferior mesenteric artery, which flows via the superior mesenteric artery, was not sustained.